Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one clearvue isp implantable port was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The port was patent to infusion and aspiration during functional evaluation without any issue. However, the investigation is inconclusive for the reported difficult to infuse issue as only the port body was returned for evaluation without the catheter and the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement, the port system was allegedly failed to infuse. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that post port placement, the port system was allegedly failed to infuse. There was no reported patient injury.